Manufacturer narrative:
The insulin pump passed all operating currents tested with in the specification range and passed the off no power test. The pump was monitored and tested with no blank display and no audio/beep anomaly noted. It was noted that the pump was received with a broken battery tube thread, a cracked reservoir tube lip, a cracked reservoir tube, a cracked reservoir tube window, a cracked case near display window corners, a crack on the display window, a missing end cap sticker, and moisture damage on electronics assembly.

Event description:
The customer reported via phone call that she had a blank display on the insulin pump. Customer stated that she dropped the pump in the toilet and it won't turn back on. Customer stated that she changed the battery but nothing appeared on the screen. Customer heard a buzzing sound after 5 to 10 minutes. Customer stated that there was a crack on the top right corner of the screen. Customer stated that the display went blank immediately after the pump was exposed to moisture and there is a constant tone occurring. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.